Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. A sample was returned for evaluation. Investigation conclusion: with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Root cause description: based on these results, the root cause for this complaint could not be determined at the conclusion of our review. Rationale: bd continue to track and trend for this issue.

Event description:
It was reported that extension tube of bd pegasus¿ safety closed IV catheter system was broken, resulted in leakage during use.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that extension tube of bd pegasus¿ safety closed IV catheter system was broken, resulted in leakage during use.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that extension tube of bd pegasus¿ safety closed IV catheter system was broken, resulted in leakage during use.